Event description:
A caller reported occlusion alarms. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by a supply change. The customer changed the infusion set and cartridge to resolve occlusion.